Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2015 at 17:24:59. During night drain cycle one, the patient's ultrafiltration reading was 1881ml, indicating the home patient drained 1881ml more than their maximum programmed fill volume of 2000ml. No further information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. An internal and external visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. A short simulated therapy was performed. It was determined that the cause of the iipv event was due to an insufficient drain and use error, further specified as an inappropriate bypass of a drain, not including the initial drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.